Event description:
The ventilator circuit became disconnected while on the patient without disconnect alarm sounding. The low pressure - disconnect alarm was set at 1. The therapist advised to increase the low pressure alarm setting. The therapist claimed the increased setting resulted in the device alarming some of the time. It was reported that when the low pressure alarm was set at 2 on a different ltv 950 that the device alarmed as intended. No harm to the patient reported.